Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6949 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device exhibited possible premature battery depletion. The device was explanted and replaced. Additionally, the left ventricular (lv) lead exhibited an increase in thresholds. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.